Event description:
The patient's mother reported that the keypad buttons were not responding. The keypad would not respond to button presses when patient tried to re program the time and date or use the ok button to confirm. The reporter denies exposure to water or damage to the keypad.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.